Manufacturer narrative:
(B)(4).

Event description:
Same case as user facility report # (B)(4). It was reported that during a surgical procedure the blue max 20 balloon failed to deploy. The patient later expired due to complications that occurred during the surgical procedure. The complications and cause of death is unknown, however, the physician did not feel that the death was related to the use of this device.

Event description:
It was further reported the during stenting of the left iliac artery, the patient experienced a rupture of the left iliac artery and required emergency aortobifemoral bypass. The reported blue max 20 balloon was not utilized until after the complication had occurred. The patient suffered significant blood loss, hypotension, and cardiac arrest during the procedure and expired the following day.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).